Manufacturer narrative:
Results: the jet7 was fractured approximately 4.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed that the catheter shaft was fractured on the proximal end. If the device is forcefully removed from its packaging tray without removing the top portion of the packaging tray first, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found that a penumbra system jet 7 reperfusion catheter (jet7) was broken at the hub upon opening of the penumbra system jet7 kit package. The damaged jet7 was found prior to use and therefore, was not used in the procedure. The procedure was completed using another catheter.